Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was noted that the inside of the light guide lens is dirty. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a scratch and a wrinkle; ig protector has a scratch; forceps channel port is shaved; scope cover (s-cover) has discoloration and a scratch; grip has a scratch; s-cylinder is shaved; control unit has a scratch; switched (sw) 1 and 3 have scratches; color ring has a crack; protector on the control section side of universal cord has a chip; protector of universal cord on s-connector side has a; universal cord has a scratch and is deformed; light guide (lg) cover glass has a dent; due to wear of angle wire, bending angle in up direction does not meet the standard value and the play of knobs is out of the standard; and c-cover has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by customer with no issue reported. There is no reported harm to any patient. During inspection of the returned device, it was noted that the inside of the light guide lens is dirty. This medwatch is being submitted for the reportable issue of the inside of the light guide lens being dirty, as observed in the device inspection.

Manufacturer narrative:
Phone number being added for initial reporter. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, g3, g6, h2, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to physical stress applied to the device resulted in a gap developed at the light guide (lg) lens adhesive allowing dirt or chemicals to ingress and adhere. The event can be detected/prevented by following the instructions for use (IFU) which state: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of cleaning, disinfection, or sterilization methods not described in this reprocessing manual. If you chose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. Olympus will continue to monitor field performance for this device.